Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run and the triggers were sticking. It was further determined that the electric motor and electronic control unit were damaged (not functioning), the trigger components were worn and the electronic control unit contacts were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the small battery drive device had inconsistent power. According to the reporter, the device was tested with other casings and battery devices and the same results were obtained. During in-house engineering evaluation, it was observed that the device did not run and the triggers were sticking. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.